Event description:
Daughter was demonstrating how to reinsert prosthesis into the puncture after cleaning device, when pt coughed and aspirated prosthesis. Pt had difficulty breathing, developed wheezing and continuous cough. Nailbeds were cyanotic. Transported to emergency room by ambulance. Device removed at hosp ER.